Event description:
Ous MDR - boston scientific received info that, shortly after implant, this pt's blood pressure dropped and pt's face went pale. The physician performed an echo, which revealed bleeding in the pericardium sac. The decision was made to remove this right ventricular (rv) lead, drain the blood, and re-implant rv lead in the septum. All measurements were normal and within range. Before the pocket was closed the second time, this physician performed another echo. No anomalies noted. There were no additional adverse pt effects reported. This rv lead remains in service. At this time, there is no additional info. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.